Manufacturer narrative:
Device: component (B)(4) (catheter) relates to problem (B)(4) (detached) for the reported issue of delivery catheter detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent removable, was implanted within the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2011. According to the complainant, the patient had a distal bile duct stricture; however, the patient's anatomy was not tortuous. During the procedure, the user experienced a lot of friction on the delivery catheter, and it was difficult to release the stent. With a lot of effort, the physician was able to fully deploy the stent. Prior to removing the delivery system, the stent was reported to be fully expanded. Reportedly, 20 cm tip of the inner catheter of the delivery system remained inside the patient. The physician was able to remove it using small forceps. There was no visible damage reported to the stent device prior to use. The procedure was completed using this stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The stent was not returned for analysis. The inner shaft had detached at approximately 255 mm proximal to the distal tip. It was noted that the inner shaft was kinked at several locations between the distal tip and the stent holder. During analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. It was noted that the break in the inner shaft had occurred at the skived area and the inner shaft was severely kinked and damaged where it had detached. No other issues were noted with the profile of the device. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent removable, was implanted within the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2011. According to the complainant, the patient had a distal bile duct stricture; however, the patient's anatomy was not tortuous. During the procedure, the user experienced a lot of friction on the delivery catheter, and it was difficult to release the stent. With a lot of effort, the physician was able to fully deploy the stent. Prior to removing the delivery system, the stent was reported to be fully expanded. Reportedly, 20 cm tip of the inner catheter of the delivery system remained inside the patient. The physician was able to remove it using small forceps. There was no visible damage reported to the stent device prior to use. The procedure was completed using this stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.